Event description:
It was reported that the device stopped working during a laparoscopic gastric bypass. The device was retightened, then removed and put back on and still did not work. A new shear was used to complete the case with no pt consequence.